Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12992. It was reported the pt experiences strong stimulation when the stimulation is turned on. The pt states she was reprogrammed in the past, but never received bilateral coverage. The pt is no longer using the system as it had not relieved the pain. Pt is considering reprogramming or an explant as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.